Event description:
It was reported that the during device change out, externalized conductors were observed via x-ray. No electrical anomalies were detected. Lead remains implanted. Patient condition is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information provided indicated increased capture threshold and sensing was fluctuating. The patient will be closely monitored.

Event description:
New information received indicated high voltage lead impedance measurements were unstable. No further action will be made. Lead remains implanted.